Event description:
The pt had a jackson-pratt (jp) drain inserted during surgery. During removal of the drain, on post-op day 4, the tubing broke with the proximal end retained in the abdomen. Surgical intervention was required to remove the retained segment of tubing.

Event description:
A second occurrence was then reported. On (B)(6) 2013, a jp drain broke while nursing was removing this drain post-op day 35. Both sections of this broken tubing were removed without additional intervention. This product was inadvertently discarded at that time. The occurrence was described as while pulling on the jp, the jp broke at the junction of the tubing and filter but did not totally separate.

Event description:
A third delayed reported occurrence surfaced as a result of this investigation. This jp drain separated from the end of the tubing. The occurrence was unwitnessed. It was a round drain, not the bulb type. The tube did not come out of the pt. A new drain was connected to the tubing and there was no reported pt complication.